Event description:
It was reported that the patient had an initial left femoral nailing due to a cancer-related pathological femur fracture. Once released from restrictions and x-rays confirmed bone bridging, patient stated he lifted his leg into bed and felt pain. In the days following, the pain and difficulty walking increased, and the patient required a cane for support. X-rays revealed a periprosthetic femur fracture. The patient was revised approximately 6 months post implantation due to implant and femur fractured. During this time, the patient was still undergoing chemotherapy treatments for cancer. After the revision surgery, he has had no further complications. He is back to walking and does not require a cane as the bone has healed. Patient is also now cancer free and no longer requires chemotherapy. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Nnâ¿¢, cmn lag screw, ã¸ 10.5 mm, 115 mm including set screw item#: 47248511510, lot#: 2978848. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head item#: 47248405250, lot#: 65138807. Smooth guide wire 3.0 mm diameter 100 cm length item#: 47223703700, lot#: 64195313. Smooth guide wire 3.0 mm diameter 100 cm length item#: 47223703700, lot#: 64178984. Smooth guide wire 3.0 mm diameter 100 cm length item#: 47223703700, lot#: 77010113. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.